Event description:
Cement was bowl mixed then passed off for centrifugation. The nozzle was installed on the cartridge. At time of injection into canal, the consistency of cement was good. After pressurizing canal, implant was partially inserted. The distal cement had hardened. (The proximal and cement in scrub's hand was not to the dough state yet). Cement had hardened in 3-5 mins. The cement in the femoral canal had to be chipped out and disposed of. Two lot numbers were mixed together during this surgery. Female pt is 71 yrs.